Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
Facility contact reported that a patient reportedly presented with a hole in their 6.6fr broviac approximately 2cm above the transition from the hard plastic hub to the soft catheter, just past the narrowing in the line.

Event description:
Facility contact reported that a pt reportedly presented with a hole in their 6.6fr broviac approximately 2cm above the transition from the hard plastic hub to the soft catheter, just past the narrowing in the line.

Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith unable or unwilling to provide any further pt, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyf0456 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.